Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had difficulty refilling the pump reservoir. They were able to aspirate, but not refill. The medication being delivered via the device system was not reported.